Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ¿bursted¿ during deployment. There is no reported injury to the patient. Additional information was requested but not provided. The device was not returned for evaluation as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot: f2534608 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.